Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted on (B)(6) 2025. It was noted that several recaptures and redeployments of the closure device occurred, as well as an ablation procedure. There was no effusion was noted during or after case. The patient was discharged home. Two (2) days later the patient presented to the emergency room (ER) in cardiogenic shock. Pericardiocentesis was performed and the patient was stabilized and able to go home without further issue. The physician is unsure if effusion was caused by watchman but suspects that it may have been pericarditis from ablation. There were no further patient complications.